Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
Title: laparoscopic upper pole heminephrectomy in adults for treatment of du­plex kidneys. Author/s: muhammet irfan donmez, mustafa sertac, yazici, deniz abat, önder kara, yildirim bayazit, cenk yücel bilen citation: laparoscopic urology (2015); 12(02): 2074-2077. The aim of this study is to present the results of laparoscopic upper pole heminephrectomy in adult patients with duplex kidney. This retrospective review involves a total of 10 patients (4 male and 6 female; age range: 27 to 54 years old) who underwent laparoscopic upper pole heminephrectomy for complete duplication of the renal collecting system between april 2005 and march 2010. After moving the colon medially, the kidney and the duplicated ureters were identified with blunt and sharp dissection. The normal lower pole ureter was identified and was precisely dissect it away from the effected upper pole ureter using harmonic scalpel (ethicon). Then, the upper pole ureter was fully mobilized away from the renal hilum (posterior and cephalad). During dissection, the artery and vein supplying the upper pole were precisely identified and ligated. After transection of the ureter and its transposition cephalad to the hilum, dissection of the upper pole moiety was performed using harmonic scalpel (ethicon) through the demarcation line. Reported complication included: patient 7, a 42 year old female patient with lower pole perforation and was sutured intracorporeally. Patient 9, a 28 year old male patient with minimal urinary extravasation from the normal ureter which was thought to be injured during dissection and was successfully managed with an internal stent (double j ureteral stent) insertion, the patient was discharged the other day. In conclusion, laparoscopic upper pole heminephrectomy for an ectopic ureter is safe and reproducible and offers benefits of laparoscopic surgery even in patients with complicated urinary tract infection.